Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. The device was received with no accompanying information and could not be associated with an existing complaint. Manufacturer¿s reference number: (B)(4).

Event description:
Two 325cc mentor smooth round moderate profile saline breast implants were received by the mentor failure analysis lab on (B)(6) 2019 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the patient's left-sided device.

Manufacturer narrative:
On 11/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device appeared intact. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. Manufacturer's reference number: (B)(4).